Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon evaluation, the monitor will not power up. The cause of this service code was that the c1 capacitor shorted. The l1, l2, and d1 components were replaced as a precaution. The cause of the inability to complete testing and the inability to power on is the c1. The root cause of the shorted c1 capacitor cannot be positively identified. No adverse events occurred from the defective monitor. Device evaluation of battery packs sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse events occurred from the defective batteries. Device evaluation of battery sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. Additionally, there was a loose busbar in the battery. The root cause for the excessive current was unable to be positively identified. The root cause of the loose busbar cannot be positively identified. No adverse events occurred from the defective battery.

Event description:
A us distributor reported that a patient's battery would not power on a monitor.